Event description:
Customer uses a flex pen, but alleges that after the pen needle(s) is placed on the pen, it does not distribute the medicine and seems to be blocked. Also, when placing pressure on the flex pen, the pen needles bend.